Manufacturer narrative:
The customer replaced the motor controller (mc) printed circuit board assembly (pcba) and the flow sensor assembly to resolve the issue. They were able to turn unit on without oxygen (o2) and with o2 many times, and no issues. The unit was tested, and it was returned to service.

Event description:
The customer reported diagnostic error "watchdog test failed". The device was not in use on a patient. No patient or user harm was reported. The customer confirmed the diagnostic error in the event logs. The customer ran the unit overnight and there were no issues. Today they performed the performance verification testing (pvt) and it was fine until the unit went into ventilation mode, and the unit then went vent inop during post with the diagnostic error code, "watchdog test failed". The investigation is ongoing.